Event description:
It was reported that biomed stated the nurses had the arctic sun device that they were having issues with over cooling a patient. The device was no longer on a patient, they swapped the device, and it was now in their shop. Biomed stated they did a calibration on the device and did not get any alarms on it. Biomed wanting to discuss with ts. Biomed provided s/n (B)(6). Suggested biomed pass along to the nurses that our clinical helpline was available to help troubleshoot 24/7. This can be helpful when the device was on a patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. The device was no longer on a patient, they swapped the device, and it was now in their shop. Biomed stated they did a calibration on the device and did not get any alarms on it. Biomed wanting to discuss with ts. Biomed provided s/n (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the nurses had the arctic sun device that they were having issues with over cooling a patient. The device was no longer on a patient, they swapped the device, and it was now in their shop. Biomed stated they did a calibration on the device and did not get any alarms on it. Biomed wanting to discuss with ts. Biomed provided s/n (B)(6). Suggested biomed pass along to the nurses that our clinical helpline was available to help troubleshoot 24/7. This can be helpful when the device was on a patient.

Manufacturer narrative:
Initial reporter name: sutter health - (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.